Event description:
This spontaneous case report was received on (B)(6) 2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case #mw5035130). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced pain, bloated, felt like something was stabbing her, joint pains, they thought her essure was going into her uterus. On FDA form reported report type was "injury", outcome of events was "required intervention". No info was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported ever since implantation she had been in pain, bloated, felt like something was stabbing her. She had her joint pains that started after placement. Then a couple of weeks before time of reporting they thought her essure was going into her uterus, so they did a removal on (B)(6) 2014 and tied her tubes. No further details were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.